Event description:
It was reported that this implantable pacemaker device had exhibited premature battery depletion. This device was explanted due to advisory, replaced and will be returned. No additional adverse patient effects were reported.